Manufacturer narrative:
The unit components were visually examined for any damage or defect and none was noted. The complaint device was functionally tested and the syringe maintained pressure per specification. No leaks were noted during this test. The complaint event description was not confirmed. No issues were noted during the functional testing of the complaint device that would confirm the event description. However, the root cause of the event has been determined to be operational context as the product meets design specifications but due to anatomical/procedural factors during the procedure, such as a highly calcified lesion, performance may have been limited. As no issue was found with the syringe and the related investigation (3005099803-2010-05149 ) revealed that the balloon had burst, this event has been deemed non-reportable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05149 for the other associated device information. Note: the date of event is unknown. It was reported to boston scientific corporation that an alliance syringe was used during an egd (esophagogastroduodenoscopy) procedure performed in the week prior to (B)(6), 2010 involving a male patient in their (B)(6). According to the complainant, during the procedure, when the physician attempted to inflate the first balloon in the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading accurately, or if the event was due to a defect of the balloon. The procedure was completed with a rigid dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an alliance syringe was used during an egd (esophagogastroduodenoscopy) procedure performed in the week prior to (B)(6), 2010 involving a male patient in their seventies. According to the complainant, during the procedure, when the physician attempted to inflate the first balloon in the esophagus, the pressure gauge of the syringe indicated maximum pressure, however the balloon would not fully inflate. It was unable to be confirmed whether the gauge of the syringe was reading accurately, or if the event was due to a defect of the balloon. The procedure was completed with a rigid dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."